Event description:
It was reported that prior to implant the device failed to be interrogated by different merlin programmers. Eventually it was able to be interrogated. The physician did not choose to implant.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the reported field event of telemetry anomaly was confirmed via review of the device image in the laboratory. Analysis found that the cause of the anomaly was due to a firmware error.